Event description:
Canopy collapsed without warning, striking staff on top of head with bar. Able to reproduce incident on other beds of same make. With the canopy in raised position, only a slight movement can release the bar and cause it to crash down with potential for injury or knocking an pt out of the crib. This incident occurred after modification was made to the crib that facility requested. The modification was made and this caused the incident to occur. The pins used to hold the bar in the upright locked position were too short, so the bar dislodged with slight movement. The manufacturer is aware of the situation and is actively pursuing correction to the design for a safer operation. Follow up reveals: nurse was hit on their head with the canopy. No follow up treatment known as a result of the incident. The manufacturer had determined the pins were too short to be used with the canopy. The manufacturer is working with the sites biomedical to develop a new protype.